Event description:
It was reported that the pump stopped working and the charging pad light flashed green; the user declined troubleshooting and indicated he needed to locate a charger, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem, aligning with a charging problem related to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.